Manufacturer narrative:
Tested the returned sample with retention crrid, lot. Id095 on an in-house galileo. The sample showed a 2+ positive reaction in cell 1, cell 2, cell 5 and 1+ positive reaction in cell 14, consistent with anti-c.

Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) in a patient sample with a known anti-c.